Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as the result of the event. The puritan bennett customer support engineer replaced the bdu pcb.